Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with healthcare professional (hcp) reporting that patient was seen on 2017 (B)(6) in office and fully interrogated. Programs 2, 3, and 4 were set up adjusting intensity, polarity, pulse width and frequency. Patient felt stimulation in the perineal region. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had poor communication on their programmer and it would not interrogate. The patient reported they went to increase stimulation because they had an accident and was unable to synchronize to the implant. The patient mentioned they had a mammogram recently and reported that it seemed like they were unable to sync with the implant right after having the mammogram. It was noted that the programmer had not gotten wet or been dropped. Troubleshooting did not resolve the poor communication and the patient was sent a replacement programmer. No further complications were reported.